Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical and bilateral inguinal hernias. The devices had been used with 5950007 bard ventralex st, lot huyh1722. It was reported that after implant, the patient experienced adhesions, hydrocele, fluid, swelling, inflammation and severe and persisting pain. Post-operative patient treatment included surgical revision. Fluid was drained from the hydrocele sac on (B)(6) 2018. Adhesions of the colon to the llq over the inguinal region required lysis of adhesions and drainage of fluid from the hydrocele sac with excision of redundant edges of the sac on (B)(6) 2018. The plaintiff has ongoing medical issues including the need for future medical treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical and bilateral inguinal hernias. It was reported that after implant, the patient experienced adhesions, hydrocele, fluid, swelling, inflammation, severe and persisting pain, mental pain, suffering, scarring, fluid collection, mesh migration, device defective, permanent impairment and loss of enjoyment of life. Post-operative patient treatment included surgical revision, lysis of adhesions, fluid was drained from the hydrocele sac/excision of redundant edges of the sac and intervention surgery to repair mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of umbilical and bilateral inguinal hernias. It was reported that after implant, the patient experienced recurrence, adhesions, hydrocele, fluid, swelling, inflammation, severe and persisting pain, mental pain, suffering, scarring, fluid collection, mesh migration, device defective, permanent impairment and loss of enjoyment of life. Post-operative patient treatment included hydrocelectomy, medication, diagnostic laparoscopy, surgical revision, lysis of adhesions, fluid was drained from the hydrocele sac/excision of redundant edges of the second intervention surgery to repair mesh. Concomitant devices: 5950007 bard ventralex st, lot huyh1722.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. The devices had been used with 5950007 bard ventralex st, lot huyh1722. It was reported that after implant, the patient experienced adhesions, hydrocele, fluid, swelling, inflammation and severe and persisting pain. Post-operative patient treatment included surgical revision. Fluid was drained from the hydrocele sac on (B)(6) 2018. Adhesions of the colon to the llq over the inguinal region required lysis of adhesions and drainage of fluid from the hydrocele sac with excision of redundant edges of the sac on "(B)(6)" 2018. The plaintiff has ongoing medical issues including the need for future medical treatment.